Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the pt was evaluated for pump thrombus due to increased ldh and low haptoglobin, consistent with hemolysis. The pt was admitted to the intensive care unit (ICU) for administration of medication. A ramp study was performed with changes to the pump speed and there was no change in the size of the left ventricle. The pt has a hypertropic ventricle and had a prior pump exchange for thrombus. Add'l info received by the MFR on (B)(4) 2012, advised that on (B)(6) 2012, a pump exchange from one lvad to another lvad took place.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.